Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the volume discrepancy at the refill on (B)(6) 2016 was 5.2 ml expected and 6.0 ml recovered.

Event description:
(B)(4): information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen (560.0 mcg/ml at 192.33 mcg/day), marcaine (unknown concentration/dose), and hydromorphone (5.0 mg/ml at 1.7173 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported device interrogation on (B)(6) 2016 revealed multiple motor stalls and recoveries. No patient symptoms were reported. A motor stall occurred on (B)(6) 2016 at 00:03 and motor stall recovery occurred on (B)(6) 2016 at 15:34. Elective replacement indicator (eri) occurred on (B)(6) 2016, which both the doctor and patient were aware of, however, the patient elected to postpone the removal and replacement due to knee replacement surgery. The pump's battery life was at its very end. The end of life predicted date was (B)(6) 2016. The pump was behaving erratically and there was a large volume discrepancy at the refill which suggested that the pump was under infusing. There were repeated attempts to schedule a pump removal and replacement, but the patient postponed due to knee surgery and the patient was not engaging in the process to get the pump removed and replaced in a timely manner. An appointment in june was specifically intended to arrange for pump removal and replacement, but the patient missed the appointment. Interrogation on (B)(6) 2016 revealed a pump motor stall occurred on (B)(6) 2016 at 13:04 and motor stall recovery occurred on (B)(6) 2016 at 18:53. A motor stall occurred on (B)(6) 2016 at 11:28 and motor stall recovery occurred on (B)(6) 2016 at 06:59. A motor stall occurred on (B)(6) 2016 at 12:10 and motor stall recovery occurred on (B)(6) 2016 at 12:19. A motor stall occurred on (B)(6) 2016 at 05:44 and motor stall recovery occurred on (B)(6) 2016 at 04:05. A motor stall occurred on (B)(6) 2016 at 02:20 and motor stall recovery occurred on (B)(6) 2016 at 03:23. A motor stall occurred on (B)(6) 2016 at 11:16 and motor stall recovery occurred on (B)(6) 2016 at 14:05. A motor stall occurred on (B)(6) 2016 at 16:14 and motor stall recovery occurred on (B)(6) 2016 at 00:17. A motor stall occurred on (B)(6) 2016 at 03:38 and motor stall recovery occurred on (B)(6) 2016 at 22:01. A motor stall occurred on (B)(6) 2016 at 00:14. The logs showed a "stopped pump period may exceed tube set" on (B)(6) 2016 at 00:14. The device was explanted and replaced on (B)(6) 2016. The outcome was resolved without sequelae on (B)(6) 2016. No further complications were anticipated/reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.